Event description:
It was reported that this pump was explanted due to a motor stall. The patient had a loss of analgesia, with no effect upon bolus administration. Telemetry subsequently confirmed a motor stall and pump was replaced (B)(6) 2012. The critical alarm was generated. Upon pump explant and replacement, the catheter was tested and found to be patent. The reported implant date of the pump was (B)(6) 2008, however, this date is prior to date the device was manufactured according to manufacturer device registry; therefore, implant date was unclear. The medication in the pump was fentanyl. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
The pump has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Analysis of the pump revealed motor gear train anomaly. Corrosion and or lack of lubrication was also noted.